Manufacturer narrative:
This report is for 2 unknown screws. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Event description:
Journal article received: tip apex distance, hip screw placement, and neck shaft angle as potential risk factors for cut-out failure of hip screws after surgical treatment of interochanteric fractures; andruszkow h., frink m., fromke c., matityahu a., zeckey c., mommsen p., suntardjo s., krettek c., hildebrand f.; international orthopaedics. 2012 nov; 36 (11):2347-2354 reported: a retrospective study of 235 patients with intertrochanteric fractures that were treated with either a synthes dhs system or a stryker gamma nail between january 2007 and may 2010. 188 patients were implanted with a dhs system and 47 with the gamma nail. This report will focus on the reported complication of the dhs system only in which there were 6 cases of cut out document with this system. Outcome is unknown. This report is for an unknown 2 unknown screws. A copy of the literature article is being submitted with this medwatch. This report is 2 of 2 for complaint (B)(4).